Manufacturer narrative:
Qc was reviewed with the customer over the phone and was within established ranges. The customer indicated that no other samples had issues. The bec hotline personnel worked with the customer and concluded, with the available information, that this event could have been caused from pyruvate interference. The hotline sent the customer the technical applications letter regarding this issue.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously low (suppressed) aspartate aminotransferase (ast) patient result that was generated by the unicel dxc 600i synchron access clinical system used in conjunction with the synchron cx ast reagent (lot # m106192). The ast result generated an (out of range low) ordac lo flag. Upon repeat, the result produced the same flag. The customer reported out of the laboratory a result of less than 5 iu/l. The following day, the customer ran another sample from the same patient which generated another ordac lo flag. The customer then diluted the sample (2x) and the result was amended to 348 iu/l. There was no report of patient treatment being affected as a result of this event.